Manufacturer narrative:
The hill-rom field investigation indicated there were signs of the unit overheating. The unit is being returned to hill-rom engineering for analysis. No conclusions can be made at this time.

Event description:
Customer opened the mattress and found the black plastic cover melted, the top and bottom bladder were also melted together. The bladders and the hoses were brown and discolored. No injuries were reported.